Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, a right ventricular lead has been replaced due to being dislodged. An investigation is required.

Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a right ventricular lead has been replaced due to being dislodged. An investigation is required.